Event description:
It was reported to covidien that the unit is missing segments in the display. No animal harm.

Manufacturer narrative:
Missing segments was verified and isolated to the main board. The board was replaced. In the operator's manual guide to operation: warning: during the self test (immediately after power-up), confirm that all display segments light. In the operator's manual troubleshooting guide: if one or more display segments do not light during the self test, do not use the n-20pa; contact qualified service personnel or your local nellcor rep.